Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device in question used during the procedure? Yes. Or was a second device that experienced fixation tab breakage intra-op involved in this event? No. The sales rep reported that the product was not used for the patient. Howevver, based on the actual device returned, it seemed the product had been used. No further information will be provided.

Manufacturer narrative:
(B)(4). Investigation summary: one empty labeled winding former and one dispensed needle-suture combination of product code sxpp1a401 were received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on the barbs were found. Also, damage on the core of fixation tab was noted and the two sides of the fixation tab were broken. The manufacturing records couldn't be reviewed as the batch number is unknown. According to the sample condition, suggest an improper handling of the sample. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that anchor was missing before use and the ¿product in question was not used for the patient¿. The device that was returned for evaluation was used and fixation tab was broken. Please clarify: was the device in question used during the procedure? Or was a second device that experienced fixation tab breakage intra-op involved in this event?

Event description:
It was reported that the patient underwent ventricular septal defect surgery on (B)(6) 2019 and barbed suture was used. When trying to use for fascia closure, it was found that part of the anchor was missing before use. The product in question was not used for the patient. There were no adverse consequences to the patient. Upon evaluation of the device returned for evaluation, it was found used and fixation tab was found broken.